Manufacturer narrative:
Multiple lot number were provided for this incident. The information for each lot number is as follows: medical device lot #: 722211c, expiration date: 8/9/2020, manufacture date: 8/14/2017. Medical device lot #: 722311c, expiration date: 8/10/2020, manufacture date: 8/14/2017. Medical device lot #: 722111c, expiration date: 8/8/2020, manufacture date: 8/9/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a patient contacted a serratia marcescens after using a 5 ml bd¿ pre-filled normal saline syringe, in 10 ml syringe. The cdc indicated preliminary information from the (B)(4) lab shows the pfge of this isolate is a match to the outbreak strain. The cdc received this clinical isolate and plan on repeating the pfge as well. As of (B)(6) 2018 the following clinical information has been provided: - the patient has a double lumen tunneled cvc and received numerous medications via a home health agency. - the patient received regular tpn for short gut syndrome. - blood culture date (B)(6) 2018: positive for s. Marcescens. - administration dates for the following lot numbers are: lot #: 722211c, (B)(6) 2018: 60 each, (B)(6) 2018: 60 each, (B)(6) 2018: 60 each. Lot #: 722311c, (B)(6) 2018: 60 each, (B)(6) 2018: 60 each, (B)(6) 2018: 60 each. Lot #: 722111c, (B)(6) 2018: 60 each. (B)(4) plans to send some product from each of these lots to cdc for testing, except for heparin lot number 721481n (no remaining product), and this product was last administered on (B)(6) 2018.

Event description:
It was reported that a patient contacted a serratia marcescens after using a 5 ml bd¿ pre-filled normal saline syringe, in 10 ml syringe. The cdc indicated preliminary information from the mn public health lab shows the pfge of this isolate is a match to the outbreak strain. The cdc received this clinical isolate and plan on repeating the pfge as well. As of on (B)(6) 2018 the following clinical information has been provided: the patient has a double lumen tunneled cvc and received numerous medications via a home health agency. The patient received regular tpn for short gut syndrome. Blood culture date on (B)(6) 2018: positive for s. Marcescens. Administration dates for the following lot numbers are: lot#: 722211c, 3/2/2018: 60 each, 3/23/2018: 60 each, 3/30/2018: 60 each, lot#: 722311c, 3/13/2018: 60 each, 3/16/2018: 60 each, 4/6/2018: 60 each, lot#: 722111c, 4/13/2018: 60 each. Mn plans to send some product from each of these lots to cdc for testing, except for heparin lot number: 721481n (no remaining product), and this product was last administered on (B)(6) 2018.

Manufacturer narrative:
Investigation summary: lot numbers: 722311c, 722211c, and 722111c for product code: 306502 were provided for evaluation by our quality engineer team. Upon reviewing the production history for the provided lot numbers, no deviations or non-conformances were identified during the manufacturing process. A corrective and preventive action plan was initiated to further investigate and monitor this issue. One-hundred and twenty retained samples for each lot number provided were visually inspected and no abnormalities were observed in regards to the solution. Forty retained samples for each lot number provided were sent for sterility testing. The sterility testing confirmed that the samples exhibited no microbial growth after incubation. A direct causation between the infections and the bd franklin product has not been identified. Investigation conclusion: the root cause analysis of the reported infection cases under CAPA 350041 has not identified a direct causation between the infections and the bd franklin product.